Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the device failed to cross a highly calcified lesion in the rca. During the attempt to cross the distal row of stent struts became flared/lifted, and the stent was pushed/dislodged proximally off the balloon. No pt effects were reported. The stent delivery system was withdrawn successfully. Two other xience v stents were implanted successfully. The pt was discharged in 2009 on asa and clopidogrel. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible on the balloon. The stent implant was dislodged from the balloon and the distal end of the stent implant was located 2 mm proximal to the proximal marker. There was mangled struts on the first two rows at the proximal end of the stent implant. There were stent implant crimp marks on the balloon where the stent was between the markers. The balloon was tightly folded. There was a kink in the inner member 5.4 cm proximal to the proximal marker. There were no kinks or damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet manufacturing criteria. Product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, interactions with other products, product size selection, and accessory device support. The target lesion was heavily calcified, which could have contributed to the difficulty advancing. Crimp marks were visible between the markers on the balloon, suggesting it had been crimped in the correct location during manufacturing. The outer diameter of the stent implant was measured and found to be oversized. It is possible that the stent implant became oversized as it was traveling over the balloon, or that a small amount of positive pressure had been applied at some point during the procedure. The stent implant may have dislodged onto the proximal shaft due to an interaction with the lesion as the difficulties advancing were experienced. The damage to the proximal end of the stent implant could have been the result of an interaction with the tip of the guiding catheter or other devices as the sds was retracted. Overall, there are no indications of any product deficiencies which could have contributed to the difficulties experienced. It appears that the failure to advance, damage to the stent implant, and stent dislodgement were all related to the operational context of the device. The only damage noted to the sds was a kink proximal to the balloon. Though the kink was not reported in the incident info, it is possible that it occurred during or after the procedure as the device was packaged and returned to abbott vascular for analysis. A review of the product lot history records did not reveal any non-conforming material reports which could have been related to the difficulties experienced. This MDR is considered closed by the product performance group.